Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. During product analysis it was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section. And white marks / spots were noted on the catheter handle. The residue reported was not observed. A flow test was performed by flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Thus, based on the product analysis the reported allegation of foreign material present in device was confirmed and difficult to flush was unable to be confirmed. Media was provided for analysis but were inconclusive. Device history record review: based on the information provided. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Labeling review: based on the information provided, there is no evidence this device was used in a manner inconsistent with the labeled indications. Risk review: a risk review performed for the farawave device confirmed that the events of foreign material present in device and difficult to flush are known events defined in the products risk management documentation. These events type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency. Boston scientific concluded the cause of quality control deficiency code was selected based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality.

Event description:
It was reported that during preparation for the farawave procedure for paroxysmal atrial fibrillation, on the first catheter the flush port did not appear clear. It had a milky-white appearance to it. When flushing was tried in the lumen that hangs off the handle, no saline would advance. A second catheter was used, and this one had the same cloudy appearance. There also appeared to be extra glue at the end of the catheter as well. Flushing this catheter was difficult as well. The first two catheters had the same lot number. A third catheter was opened it also had the same appearance; with visual inspection it appeared the glue was cracking inside the lumen of the flush part when moving the flexible portion. It even felt crackly. At this point a piece flaked off where the port enters the blue portion of the catheter. The fourth catheter opened was a farawave 35mm with the same appearance and did not flush. A fifth catheter was opened with the same appearance of not being clear and it did not flush either. This catheter tubing was cut open for inspection, and it was noticed a long bead of glue sticking out as the outside edges were cut and pulled apart. 10 more catheters were opened one at a time and inspected for glue and cloudy appears, and all tested for flushing. Not a single one had the normal clear appearance or was able to be flushed without force. The 16th catheter was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure for paroxysmal atrial fibrillation, on the first catheter the flush port did not appear clear. It had a milky-white appearance to it. When flushing was tried in the lumen that hangs off the handle, no saline would advance. A second catheter was used, and this one had the same cloudy appearance. There also appeared to be extra glue at the end of the catheter as well. Flushing this catheter was difficult as well. The first two catheters had the same lot number. A third catheter was opened it also had the same appearance; with visual inspection it appeared the glue was cracking inside the lumen of the flush part when moving the flexible portion. It even felt crackly. At this point a piece flaked off where the port enters the blue portion of the catheter. The fourth catheter opened was a farawave 35mm with the same appearance and did not flush. A fifth catheter was opened with the same appearance of not being clear and it did not flush either. This catheter tubing was cut open for inspection, and it was noticed a long bead of glue sticking out as the outside edges were cut and pulled apart. 10 more catheters were opened one at a time and inspected for glue and cloudy appears, and all tested for flushing. Not a single one had the normal clear appearance or was able to be flushed without force. The 16th catheter was used to complete the procedure. No patient complications occurred. The devices are expected to be returned.